Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and a replacement pump was provided to the customer to ensure uninterrupted insulin therapy.